Manufacturer narrative:
(B) (4).

Event description:
The pt began to experience back pain last sunday and felt that her lead had moved. She visited her physician who did x-rays which confirmed lead migration. It was noted that she was still getting stimulation and therapeutic effect. She was going to make some adjustments to see if there is any further improvement. She was re-directed to her healthcare professional. Further information was requested.